Event description:
A hospital in (B)(6) reported that a leak was detected on an rt200 adult dual heated breathing circuit during setup. The hospital reported that, following an internal investigation, a total of three (3) circuits were found to have cuts. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint rt200 breathing circuits are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the devices and completion of our investigation.